Event description:
The surgeon inserted an aq2010v 3 piece silicone lens. The lens haptic tore during insertion into the eye. The lens was removed. No patient injury. The cause of the tear was unknown.